Event description:
Facility alleges that an arterial blood line adapter broke off leaving a portion in the lumen of the arterial port of a perm cath. Nurse reported that when dialysis treatment was completed, she attempted to disconnect the arterial line from the perm-cath by twisting hardly without success; she used a metal hemostat clamp to twist and the connector tip shattered leaving a piece of plastic in the arterial lumen port of the cath. It was reported by the staff that betadine solution was useed as per routine to soak the catheter before treatment and possibility of dry betadine or even dry blood may be the reason for the difficulty to disconnect the catheter from the line. Pt was sent to the physician office for removal of the plastic, and antibiotic treatment as prophylactic procedure given.